Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that fluids were administered for the unstable blood pressure.

Manufacturer narrative:
Updated image review: six still images were provided for review. The patient¿s executive summary was available, permitting complete anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 82.8mm with a perimeter derived diameter of 26.4mm suggesting a 34mm valve. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was recaptured and redeployed resulting in persistent infolding. It was reported that the infolded valve was not implanted, and a new system was used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six still images were provided for review. Images from the patient¿s executive summary were available, which allowed partial anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 82.8mm with a perimeter derived diameter of 26.4mm suggesting a 34mm valve. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was recaptured and redeployed resulting in persistent infolding. It was reported that the infolded valve was not implanted, and a new system was used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold . Updated: a2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart valve replacement procedure involving the evproplus-34, an infold appearance was observed during deployment. The valve was recaptured and despite repositioning and redeployment, the infold appearance persisted. Due to this, a second valve was rapidly used and successfully implanted. The initial valve was retrieved from the patient. The patient¿s condition was reported as good, and the operation was successfully completed after the second valve was implanted. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured two times. The procedure duration was slightly prolonged as a result of the infold. While the valve was opening with an infold appearance, time elapsed during image-based evaluation, and during this period the patient's blood pressure became unstable. According to the physician, bulky calcification on the non-coronary cusp (ncc) side may have contributed to the infold.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar. No solution found in jar. The valve was discolored, showing evidence of blood contact. The valve appears crimped. All leaflets are flexible and intact. All leaflets appear to be in the closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being out of solution for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart valve replacement procedure involving the evproplus-34, an infold appearance was observed during deployment. The valve was recaptured and despite repositioning and redeployment, the infold appearance persisted. Due to this, a second valve was rapidly used and successfully implanted. The initial valve was retrieved from the patient. The patient¿s condition was reported as good, and the operation was successfully completed after the second valve was implanted. No patient complications have been reported as a result of this event.